Manufacturer narrative:
Device evaluated: analysis of the pump found a gear train anomaly of corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-11, information was received from a consumer and company representative regarding a (B)(6), male patient who was receiving fentanyl 4000mcg/ml at 594.9 mcg/day (also reported as 654.6 mcg/day) and bupivacaine 12mg/ml at 1.785 mg/day (also reported as 1.964 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. The patient¿s medical history and concomitant medications were unknown. On (B)(6) 2016, the patient heard the pump critically alarming every hour. The patient saw error code 8476 on their personal therapy manager (ptm). The patient experienced some withdrawal symptoms reported as loss of therapy. They were not aware of any environmental, external or patient factors that may have led to/contributed to the event. The pump was interrogated and the logs showed multiple motor stalls and recoveries. On (B)(6) 2016 at 21:01, a motor stall occurred with recovery on (B)(6) 2016 at 01:58. On (B)(6) 2016 at 00:47, another motor stall occurred with recovery the same day at 04:22. Another stall again occurred that day at 05:00 with recovery at 15:19. Another stall occurred again at 18:55 with recovery at 23:50. On (B)(6) 2016, the pump was explanted and replaced. As of (B)(6) 2016, the issue was resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.